Event description:
It was reported that during a low anterior resection, the staples deployed only on the anterior portion of the staple line. There was no distal donut. Only the interior side of the distal donut was formed. They sutured to close off the rectum and got a new stapler to complete the procedure. There was no pt consequences.

Manufacturer narrative:
Date sent: 10/7/2008. Information anticipated, but unavailable at this time.